Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinder had no color, the right/left and up/down knobs were discolored, the image had a partially dark area due to a shaved objective lens, the forceps skipped or swayed on the upper half of the endoscopic image due to fray of the forceps elevator wire, the coating of the connecting tube was peeled, the adhesive around the objective lens was worn, the light guide lens was dirty, the universal cord coating was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera iii duodenovideoscope with no information. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found there was foreign material on the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although the foreign material in the lens was presumed to be because of physical stress such as dropping or chemical stress by the chemical solution used which led to adhesive peeling off and letting moisture enter and corrode the device. The event can be detected/prevented by handling the device in accordance with the following instructions for use: -inspection of the endoscope. Olympus will continue to monitor field performance for this device.